Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert for non sustained lead noise due to myopotential oversensing. Isometric testing was recommended. Programming changes were also recommended. No changes were made. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.